Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 15 mm unknown balloon catheter. A 3.0 x 38 mm xience prime stent delivery system was advance to the lesion and deployed when a distal edge dissection occurred. A 3.0 x 15 mm xience prime stent was successfully deployed to treat the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.